Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. The picture evaluation was completed on 06-oct-2025. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a leakage was observed on the hub section; however, the hemostatic valve position cannot be observed. Also, no damages were observed on the hub or the brim cap that may indicate the leakage source. The potential cause of the leakage cannot be determined based on the photo provided by the customer. A device history record review was performed for the finished device lot number and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. The bwi product analysis lab received the device for evaluation on 23-oct-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. During the procedure, blood leakage was found in the hemostasis valve. The device evaluation was completed on 30-oct-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The brim cap, hemostatic valve, and silicone ring were placed in their original place. Afterward, the sheath was blocked at the distal end and then pressurized at both positive and negative pressure, and no issues were observed. A photo was provided by the customer on which a leakage was observed on the hub section; however, during physical product investigation no dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. A device history record evaluation was performed for the finished device lot number and no non-conformance was found during the review. The hemostatic valve leak reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 21-nov-2025, noted corrections to follow-up #1. Under ¿h2. If follow-up, what type?¿ also selected ¿device evaluation¿ in error as should have checked ¿correction¿ as h4. Device manufacture date was corrected to 06-may-2025. In addition, should have also included in h11. Additional manufacturer narrative, ¿during an internal review 02-oct-2025, noted a correction to the 3500a initial under the h4. Device manufacture date as processed as 03-jun-2025 and should have been processed as 06-may-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).